Event description:
It was reported that the patient visited the ER on (B)(6) 2025 due to a blood glucose level of 400 mg/dl and vomiting. The patient was treated with IV saline, antiemetic and insulin. The patient was discharged later that day and his blood glucose level was 290 mg/dl. After the patient arrived home, the patient's sister reset the controller and received an error message. The patient awoke at during the night very sick, vomiting with a blood glucose level bg of 419 mg/dl. His sister gave him insulin with a syringe due to the controller not working to deliver insulin. 1-2 hours later the patient's blood glucose level was over 500 mg/dl. An ambulance was called, and the patient was transported to the hospital. His blood glucose level had elevated to 620 mg/dl. At the hospital, the patient was treated with IV saline, potassium, antiemetics and insulin. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.